Event description:
The merci retriever x6 was inserted into the occlusion and torqued. Upon withdrawal of the merci retriever following the first pass, the device fractured. The physician felt that the device was wedged in the distal arterial stenosis, causing the retriever to stretch and fracture. The physician then used pta to further open the artery and stented two areas of tight stenosis, with the detached retriever tip behind the stent in proximal location. The physician commented that the retriever fracture did not result in a worsening of the patient's stroke as the cerebral infarction was completed at the time of the intervention and the pt was not expected to recover clinically. There was no pt injury/adverse clinical sequelae directly related to the fracture of the retriever. Additional pt info: the pt's status is alive with severe brain stem infarction, on a ventilator.